Event description:
It was reported to target that during a "gdc" embolization, the coil did not shape well in the aneurysm and the physician retrieved it into the catheter. The gdc was found to be detached in the catheter. There were no complications to the patient as a result of this event, whose condition was reported as good after the procedure.